Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test, and displacement test. However, the device was received with stuck in the motor error alarm loop during bolus and or basal delivery. Motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.